Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the user's hearing performance with the device is affected after a head trauma occurred on (B)(6) 2022.

Event description:
It was reported that the user's hearing performance with the device is affected after a head trauma occurred on (B)(6) 2022. Re-implantation is considered for (B)(6) 2022.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The investigation results appear to match the problems mentioned in the recipient report. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However to determine an exact root cause device investigation would be necessary. Re-implantation is planned in (B)(6) 2022.

Event description:
It was reported that the user's hearing performance with the device is affected after a head trauma occurred on 15-may-2022. Re-implantation is considered for (B)(6) 2022.